Event description:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the hearsstart mrx "defibrillator" monitor indicating that the external "defibrillator" plates had failed. The device was not in use at the time of the event. No patient or user harm was alleged. The device was evaluated onsite by the fse, finding that the customer complaint of external plates failed was confirmed. The fse determined through troubleshooting that the part required for repair was (part number (pn) 453563476991) paddle replacement kit water resistant. Following installation of the kit the device was tested and performed as expected. The device return is expected but not yet received for technical investigation, therefore no component level root cause has been determined. Due to logistic delay it is unknown when return will be completed. The complaint will be processed for closure. If the product is returned or additional information is received the complaint will be re-opened and supplemental reporting will be completed. Based on the information available and the testing conducted, the cause of the reported problem was a faulty component. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.